Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient. H3: analysis of the recharger found no anomalies were visually observed. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6)product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported patient had to keep moving the recharger to charge the implant and it was like the recharger had a short in it. The issue began about a week ago. During the call there were no damages on the recharger. One pin was missing on the top row in the controller charging port. Agent sent email to repair to replace the controller. Caller couldn't find the back cover during the call. Additional information was received from the patient on (B)(6)2024-. The pt called back in and reported after their controller was replaced they were still unable to charge the implanted device. Pt stated their recharger began to get hot while on the call. Agent sent an email to repair to replace the recharger